Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving morphine ( 500 mcg/ml at 25 mcg/day) via an implantable infusion pump. It was reported that the physician performed a catheter access port (cap) procedure and had no return of cerebrospinal fluid (csf). The physician subsequently opted to replace entire catheter with new 8780. It was noted that the explanted device was discarded of.